Event description:
The patient reportedly experienced redness and swelling at the implant side. The patient was seen at the emergency room for redness and swelling on the right temporal bone and fever lasting 2 days. The patient was prescribed antibiotics as follow. On (B)(6) 2014 cortisporin suspension drops for 10 days 3 drops 3 times a day, and on (B)(6) 2014 neomycin polymixin hydrocortisone drops for 7 days 3 drops 3 times a day.